Event description:
Customer reported, leaking set "blew out" at the pumping segment. The set was connected to an extension set that was used with a power injector connected to the clave port of the extension set and clamped off to the primary set. No pt harm was reported. No additional info was provided. Cardinal rep indicated to the reporter that this set is not power injector rated. Also suggested that additional to clamp the extension set when connecting the power injector to the clave port of the extension set, to apply the roller clamp on the primary set.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.